Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.2; inr: 2.1; inr: 1.7. Pt's therapeutic range: 2.0-3.0 inr.